Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and it shows 2 unused msn needles and the shelf pack. The manufacturing dates of both products were reviewed, and it was found that product 360213 lot 8199533 was manufactured on 17/08/2018, and pcn 360212 lot 9050846 was manufactured almost 5 months later on 01/03/2019, therefore the first product had already shipped out and no longer at the site when the second product was manufactured. It is not possible to determine where and when products were mixed up. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced mix of product types in a pack. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "a box x 100 units is detected with the measurement 21 x 1 1/2, the art of the box indicates 21 x 1 "(0.8x25 mm) with lot number: 9050846 and expiration date 02/2024, however, inside it there are 46 units (cartridges) that do not correspond to what is indicated on the box, the batch of the product found in said box is 8199533 with expiration date 08/2023. It should be noted that lot 8199533 with reference number: 360213 we have not acquired it from becton dickinson.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ precisionglide" multiple sample needle experienced mix of product types in a pack. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "a box x 100 units is detected with the measurement 21 x 1 1/2, the art of the box indicates 21 x 1 "(0.8x25 mm) with lot number: 9050846 and expiration date 02/2024, however, inside it there are 46 units (cartridges) that do not correspond to what is indicated on the box, the batch of the product found in said box is (B)(4) with expiration date 08/2023. It should be noted that lot 8199533 with reference number: 360213 we have not acquired it from becton dickinson.